Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered on and could not be turned off. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered on and could not be turned off. The maintenance personnel inspected the device and discovered that the ventilator would immediately power on the moment the power supply was connected. This investigation is ongoing.